Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was not able to reproduce any problems with the ac power, or batteries not charging. Fse stated that when he arrived at the event site, batteries were fully charged, and ac light indicator was on. Unrelated to the reported issue, the fse completed a preventive maintenance (pm), and during this inspection, he found the scroll compressor temperature sensor to be damaged. To fix the issue, the fse replaced the temperature sensor and completed all test and calibrations. In addition, the console cover was damaged and missing screws, screen latch cover was broken, and mounting display gets stuck in down position. The fse lubricated the mounting display shaft, and it helped to release, but did not completely fix the issue. The fse recommended that the customer replace this. The fse then performed all functional and safety tests to factory specifications, and the iabp was released to customer, ready for clinical use.

Event description:
Customer reported that the ac power was not functioning on the cardiosave intra-aortic balloon pump (iabp) as it was not charging the iabp. The circumstances of this event are unknown, but there was no patient involvement and no adverse event was reported.